Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va0qnrn, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that two electrodes were not working and the patient was not getting therapy. The change in therapy and symptoms was considered sudden. A manufacturing representative (rep) programmed around it. There was no trauma or fall that could be related to this issue. The troubleshooting worked and the patient was getting therapy again, but the lead would eventually need to be replaced. The issue occurred in 2016 and the rep was aware and programmed around the lead issue within the last 2 months of (B)(6) 2016. The rep had no further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.